Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported the ventilator would not turn off. There was no patient involvement. The field service engineer (fse) inspected inside the unit and all tubing and wires were properly attached and secure, then ran the ventilator in normal mode and no problem was found. The problem could not be duplicated. The fse ran the performance verification testing and it passed successfully.